Event description:
Customer reported that the insulin is shooting out and there is a different sound every time it primes. Customer also states that there is a button error alarm. There was a point where the customers blood glucose reading was 550 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.